Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. There was allegedly no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box data showed dates from (B)(6) 2007 - (B)(6) 2007 - (B)(6)2007 -(B)(6) 2007 - (B)(6) 2007. A review of the black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The pump powered on with the returned battery cap. The pump successfully completed the ez prime steps with no alarms. The pump¿s current draws were found to be within specifications. The pump cover was opened and no intermittent connection was found to the power circuit. The complaint was not duplicated during testing. (B)(4).